Manufacturer narrative:
Examination of the retrieved components was conducted. All dimensions for the femoral head, shell and liner were within engineering tolerances or only slightly out of tolerance (one liner dimension) consistent with an implanted and retrieved polyethylene device. The liner and the shell were assembled post retrieval, and appeared to function properly by snapping into place. The MDR checklist documents that the original surgery was performed on 1/24/1998 and the revision surgery for the dislocation was performed 3/5/1998, six weeks later. The inffo provided states that the liner seperated from the shell in vivo, it is difficult to understand how this could have occurred. In laboratory testing of this device, when a force high enough to seperate bipolar components was applied, the separation was always between the inner head and the liner, not between the liner and the shell. Although it is impossible to draw any conclusions about how this event occurred from the limited info provided. One possible explanation is that the liner was not snapped into position properly during the initial implant, this is only speculative. In summary, the info available indicates that the pt supplied was mfg in accordance with engineering specifications and was not defective. The dissociation of the liner from the shell was not caused by a defective implant. It is not possible to draw any further conclusions regarding the cause of the dissociation based on the info available. At this time, jjpi considers this file to be closed.

Event description:
The liner separated from the shell, and revision surgery was necessary.